Manufacturer narrative:
Complaint confirmed, one of the circular tabs broke off. The metal ring at the proximal end is also deformed due to impaction. A likely cause of the event is user-applied mechanical forces.

Event description:
On (B)(6) 2022 it was reported by a facility representative via sems that the tip of the ar-9165cdg impactor broke. This was discovered during use in a procedure on (B)(6) 2022. The surgeon did not notice the device was broken until after the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.